Event description:
Information was received indicating that a "no disposable alarm" occurred to a smiths medical cadd-legacy® plus pump. The pump was sent in for repair and a no disposable alarm was installed. However, upon use of the device, reported no disposable alarm. There were no reported adverse effects.

Manufacturer narrative:
One cadd® cadd-legacy® plus pump was returned for analysis. The customer's reported problem was "no disposable alarm - pump won't run". Visual inspection found the pump to be in good condition. Inspection of the pump's event log revealed two "no disposable" alarms unrelated to the recorded infusion periods (alarm is functional). The investigator was unable to confirm customer's reported problem, although the event log verifies that the event occurred twice. When an attached cassette was removed from the pump, the pump would alarm "no disposable clamp tubing". The alarm would silence after the reattachment of the cassette. The most likely cause of the customers "no disposable attached" alarm might be attributed to fluid not flowing from the fluid container. As per legacy operators manual: warning: ensure that the +/- 6% system delivery accuracy specification is taken into account when programming the pump and/or filling the cadd medication cassette reservoir. Failure to do so may result in medication in the reservoir becoming depleted sooner than expected. When the medication becomes depleted, the pump will alarm. Alarm is normal for patient safety. The upstream occlusion sensor has two functions. The same sensor is used to detect "cassette detachment" and therefore when the cassette runs dry, the pump may display a screen message "no disposable, clamp tubing" and provide an alarm. The pump was tested for delivery accuracy, which found the pump to be within the published specification of +/-6%. The pump's expulsor will be trimmed to bring the delivery into a nominal range. The device history record (DHR) was reviewed and found to be in compliance as no manufacturing or testing issues were found in the DHR.